Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse connected the unit and verified that it was charging when plugged in. The fse left the unit charging overnight and confirmed with the customer's biomed that the unit did full charge. The unit passed all functional testing. The iabp was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cardiosave intra-aortic balloon pump (iabp) unit not charging when plugged in. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.